Event description:
Treatment of an avm (arteriovenous malformation). On an unspecified date, the patient underwent onyx embolization treatment. During the onyx injection, it was reported the marathon catheter ruptured. A total of seven vials of onyx were used. No further information was available. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00429.

Manufacturer narrative:
The catheter was returned for evaluation and it was found to be ruptured at approximately 6.5cm from the distal tip of the catheter and damaged at approximately 1.5cm from the distal tip. The catheter appeared to have been ruptured during the onyx delivery due to over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).

Manufacturer narrative:
Reference (B)(4) follow-up 2.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).